Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional who reported that the patient had not used their stimulator in years due to the device not working right and was not controlling her pain. The patient had been implanted for chronic low back pain and radicular pain syndrome (radiculopathies). No further information was provided regarding the device not working right. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer told them they turned stimulation off a while ago because the system wasn't helping them. Currently the consumer was only taking over-the-counter medications for their pain.